Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a broken foot plate was confirmed. An assessment was performed on the device which determined the tip was drilled into. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment and then installed onto the drill, the burr device did not seat properly in the locking chamber. It was determined that the device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the large craniotome attachment device had a broken foot plate. The event was not reported to have occurred during a surgical procedure. It was reported that there were no delays to a scheduled procedure due to the event as an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.